Event description:
On (B)(6) 2011, the lay user/patient in (B)(4) contacted lifescan to report the one touch ultra2 meter was giving inaccurate erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On the morning of (B)(6) 2011, the patient obtained the blood glucose readings of 77 mg/dl and 170 mg/dl on the reported meter within 20 minutes of each other. A few minutes afterwards, the patient experienced the symptoms of shaking, sweating, headache and she felt hypoglycemic. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. The patient manages her diabetes with insulin taken on a sliding scale. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated blood glucose readings on the reported meter, and received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by product analysis on november 30, 2011 with the following findings: the test strips have passed all testing with no faults found. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Follow-up # 2 (01/19/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on december 29, 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips failed the performance testing with blood and were found to be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6). The 510k # is k053529.